Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately thirteen months post-implant of a bifurcated device, the patient presented with a ruptured abdominal aortic aneurysm. Reportedly, the patient presented in emergency room with abdominal pain. The physician believes that there might be a type iii endoleak of bifurcated device. The physician elected to use a competitor's stent graft to address the type iii endoleak. During relining the stent graft, the physician noted a type ii endoleak. The patient was treated with a translumbar to embolize an ilio-lumbar vessel, which successfully corrected the type ii endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, images were reviewed by medical director indicating that endoleak may have been caused due to inadequate apposition leading to aortic expansion. There is no indication that the device may have caused or contributed to the event. Review of lot records, work orders, and prior reports no issues with the lot were noted. Based upon the investigation findings, the root cause could not be determined based upon available information. Endoleaks are a known risk of the procedure, as identified in the product labeling.